Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. It was found that the overall appearance of the device exhibits an overall worn appearance consistent with multiple uses in a clinical setting. While conducting functional tests with the production equivalent saws attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Despite the movement, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. Additionally, evidence of damage, including cuts and indentations around the saw interface port were observed. These findings suggest that the cleaning cap was not utilized to protect the saw interface port during cleaning and transportation. The issue related to the connection issue is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the six (x6) robotic assisted saw interfaces three right and three left had the bottom clamp open during a case and caused a terminal error. It was reported that all 4 sasis have this issue of being loose so they have using coban to close the clamp. The connection between the sasi and the saw is also loose on all 4 sasis causing saw cut out. It was reported that there were delays but not specified. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 6 for (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the four (x4) robotic assisted saw interfaces two right and two left the bottom clamp opened during a case and caused a terminal error. It was reported that all 4 sasis have this issue of being loose so they have using coban to close the clamp. The connection between the sasi and the saw is also loose on all 4 sasis causing saw cut out. It was reported that there were delays but not specified. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.